Event description:
Resident transferred from wheelchair to bed via the lift. The lift base leg caught on the tire of the wheelchair and the entire unit tipped over. The base of the lift was in its fully extended position for stability.